Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unknown below the knee artery. A command guide wire was advanced to the lesion and three armada 14 catheters, a 2.0 x 40 mm, a 2.5 x 20mm, and a 2.0 x 60 mm were advanced over the wire; however, two of the catheters met resistance when advancing over the guide wire and one leaked at the hub when inflated. There were three new armadas used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported leak was not able to be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for leaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.